Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified mid right coronary artery (rca). A 15/3.25 flextome cutting balloon was selected for use to perform pre-dilatation. During the procedure, it was noted that the balloon ruptured at 6atm. The device was removed from the patient and angiography was done. Indentation remained therefore a 3.50mmx15mm nc emerge balloon catheter was used to complete the procedure. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A balloon pinhole was observed 1mm proximal to the proximal edge of the distal markerband. A visual and microscopic examination observed no damage to the tip, blades or markerbands. All blades were present and fully bonded to the balloon surface. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified mid right coronary artery (rca). A 15/3.25 flextome¿ cutting balloon¿ was selected for use to perform pre-dilatation. During the procedure, it was noted that the balloon ruptured at 6atm. The device was removed from the patient and angiography was done. Indentation remained therefore a 3.50mmx15mm nc emerge® balloon catheter was used to complete the procedure. No patient complications were reported and the patient's condition was good.